Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of an off no power anomaly from the insulin pump. The customer's blood glucose reading was 69 mg/dl. The customer stated that the pump went dead and she never received a low battery alarm. The customer stated that she was playing with the baby and the pump got knocked out the clip. The customer stated that type of battery used is energizer. The customer stated that she did not receive a low battery alert prior to the off no power alert. The customer stated that there is damage above the time window. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.